Manufacturer narrative:
Results: inherent risk of procedure (mi). (B)(4).

Manufacturer narrative:
(B)(4). Eval, results: (stent thrombosis, revascularization).

Event description:
The stents implanted in the mid lcx, 1st posterolateral branch and 1st obtuse marginal were endeavor sprint mx2 drug eluting stents. It was reported that an mi occurred on the same day as the balloon only revascularization of the proximal, mid and distal lad, 4 days prior to the CABG. The patient experienced elevated cardiac enzymes. Patient was asymptomatic at the 2 year follow up.

Event description:
There were 4 endeavor sprint rapid exchange (rx) drug eluting stents implanted during the index procedure, one in the proximal lad, two in the mid lad and one in the distal lad. There was a staged procedure carried out approx 3 weeks post index procedure and the pt had one endeavor sprint rx stent implanted in the posterolateral, one endeavor spring rx stent implanted in the mid lcx and two endeavor sprint rx stents implanted in the 1st obtuse marginal branch. Pt was asymptomatic/free of symptoms at 1 month and 3 month follow up's. It is reported that the pt suffered with coronary artery stenosis approximately 8 months post index procedure. It is reported that the pt suffered stent thrombosis of the lima to mid lcx, diagnostic angiography was carried out and there was a revascularization carried out. It is reported that there was a CABG revascularization presumably related to the target vessel carried out approx 8 months post index procedure. The pt was hospitalized for approx 2 weeks but recovered with treatment. In the opinion of the investigator, the event was related to the study device but not related to the study procedure. Pt was asymptomatic/free of symptoms at 1 year and 1.5 year follow ups. (Ref MFR #'s 2953200201100209-2, 29532002011002010-2, 29532002011002011-2, 2953200201100212-2, 9612164201100865-1 and 961264201100866-1).